Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd maxzero multi-fuse pressure rated extension set with needleless connector was loose. The following information was received by the initial reporter with the following verbatim: it was reported that the external extension tube connected to the female side (mixing part) is loose.

Manufacturer narrative:
Additional information added in adverse event or prod prob (b). Investigation result: six mz5303 samples were received for investigation; one sample was received without any packaging and five of the samples were in sealed packaging from lot 24019088. The customer reported "that the external extension tube connected to the female side (mixing part) is loose." A visual inspection of the returned samples did not identify any product defects or manufacturing issues which could have caused or contributed to the customer's experience. Functional testing confirmed the connection between the maxzero and other bd stock products remained secured; no inadvertent disconnection occurred throughout testing. Furthermore, no leakage was observed when the samples were subjected to pressure testing. The details of this feedback were forwarded to the manufacturing site for investigation. In this instance, a definitive root cause could not be identified as testing of the returned samples did not identify any product defects or quality deviation that could have contributed to the customer¿s experience. A review of the production records for lot 24019088 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although it was not possible to determine a definitive root cause for the customer's experience, the quality team at the manufacturing site has been informed of this complaint in order to be aware of the reported failure mode during future production of this product. A review of the customer feedback database indicates that reports of this nature against products in the maxzero product family are rare and have been occurring at a low frequency within the last 12 months.

Event description:
Additional information q: please confirm what substance was being infused during the time of the event? A: the event occurred before the injection. Q: please confirm when the fault was identified during priming or during infusion? If during infusion, how long into the infusion? A: the event occurred before priming. Q: please confirm if the set disconnected at any point? A: if you look at the recalled/sent mz5303, you can see that it has not been "disconnected" anywhere. Q: please confirm if there was any leakage? A: there was no "leak" because neither "priming" nor "injection" was performed.